Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2018-01378. It was reported the patient complained of a sensation from one of the scs system leads as if it was protruding from the incision site. The patient stated after attempting to scratch at the site, she felt what appeared to be the lead coming out of the skin. No further information was available at this time.